Event description:
Boston scientific received info that post implant of this system and after pocket closure, it was noted that the right atrial (ra) and right ventricle (rv) leads were reversed in the device header. The ra lead had also dislodged while a repositioning procedure was attempted. The pocket was re-opened and the leads were placed in the appropriate ports. All measurements were within normal range and the pocket was once again closed. Boston scientific received info that this system was later explanted due to a pt infection. There was no report of adverse pt effects due to the explant procedure.